Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms that lasted 2-3 seconds while supporting a pt. The clinical staff at the hospital switched the freedom onboard batteries and the filter, but the alarm did not resolve. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited intermittent fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms that lasted 2-3 seconds while supporting a patient. The clinical staff at the hospital switched the freedom onboard batteries and the filter, but the alarm did not resolve. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Review of the alarm history (eeprom) revealed that no fault alarms were recorded while the driver was supporting the patient. Only permanent fault alarms are recorded in the alarm history. Intermittent, recoverable and battery alarms are not recorded in the eeprom. During functional testing, beat rate, fill volume and cardiac output fluctuated; however, the driver met the pressure test requirements associated with normotensive and hypertensive settings with no anomalies or unintended alarms. The driver was tested for an additional 48 hours, and the beat rate, fill volume and cardiac output continued to fluctuate, but no intermittent or permanent fault alarms occurred. The root cause of the fluctuating beat rate, fill volume and cardiac output was a malfunction of the primary motor controller printed circuit board assembly (pcba). Although the reported intermittent alarms were not reproduced during investigation testing, it is likely that the malfunction of the primary motor controller pcba was the cause of the intermittent alarms experienced by the patient. The primary motor controller pcba was replaced, and the freedom driver passed all final performance testing. This failure mode posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The patient was switched to the backup driver without adverse impact. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.